Event description:
A talent captivia stent graft system was implanted in a pt for the urgent endovascular treatment of a focal transaction/tear which started just distal to the lsca. The neck length was approx 25 mm. The aorta had mild thrombus and mild s-shape angulation starting at the lcsa. It was reported that the device advancement was not watched during fluoroscopy. The device was advanced up to the arch and deployment was started at the left carotid artery. It was reported the c-bar was catching the s-shaped bend of the anatomy and was favoring the inner/anterior aortic curve. The device was not advanced or torqued during the actual stent graft deployment. The physician attempted normal re-positioning of the c-bar before deployment by rotating the delivery sys and moving it back and forth to release the stored energy. As this was unsuccessful, the physician pulled the device down into the descending aorta and again tried to rotate the delivery system to align the c-bar, this also did not work. The graft was deployed at unintended location and there was a proximal type 1 endoleak. A second talent captivia graft was placed proximally with careful deployment to resolve the endoleak. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results & conclusion: (angulated "s" shaped aortic arch). (Device advancement was not watched during fluoroscopy).